Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 3300tfx 25mm bioprosthetic aortic valve was treated with a valve-in-valve procedure after an implant duration of two (2) years, seven (7) months, due to premature degeneration and recurrent aortic stenosis. A sapien 3 26mm valve was implanted using the valve in valve procedure. The patient was admitted to the hospital with congestive heart failure and shortness of breath. The patient was taken to the ICU having tolerated the procedure well. His postoperative course was complicated by atrial fibrillation and he converted to sinus rhythm with medications. Echo s/p tavr showed valve to be well-seated. The patient was discharged home with home health services on pod #6 in improved condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic aortic valve was disabled after an implant duration of two (2) years, seven (7) months, due to stenosis. A 26 mm valve was implanted using the valve in valve procedure. The patient was reported to be doing good post-operatively.